Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced dizziness and was unable to self-treat, requiring "something to drink" and a banana provided by their spouse for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor was inserted into the sim-vivo fixture with connector key. Sensor was activated with known good reader and performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Smu test was passed. Reader was connected to software and isf (interstitial fluid) command was sent. Ble packets were downloaded and attached. Isf log timestamp was matched reader time setting. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Section d4 (primary UDI number) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated to (B)(6). This also serves as a correction report section d1 (brand name ) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced dizziness and was unable to self-treat, requiring "something to drink" and a banana provided by their spouse for treatment. There was no report of death or permanent impairment associated with this event.